Event description:
A report from the USA revealed that the device, a emax 2 plus motor, "does not function". It is known that the device was not being used during surgery, and that there is no information about patient or user injuries. There was no additional information provided.

Manufacturer narrative:
The device, a emax 2 plus motor, was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).